Event description:
It was reported the patient presented for a leadless pacemaker implant. During procedure, it was observed the leadless pacemaker had high capture thresholds. The device was exchanged, and the same delivery catheter was reused. The delivery catheter failed to connect to the new device when attempting to dock. The catheter was replaced, and the procedure was completed without further issue. The patient was stable.